Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that for the past two yrs she had noticed air bubbles forming in the insulin cartridge. The pt reported that it occurs, when they are filled halfway. She reported that, she has not noticed any leaks in her infusion set and the cartridges do not appear to be damaged. The pt reported that, she wears the infusion device in her bra pouch. She was advised that the movement and placement of the infusion device may be contributing to the air bubble formation. The pt did not require medical attention from a healthcare professional or second party to address the issue. No product will be returned.